Event description:
A customer reported her blood glucose meter would turn on with the button, but not when a test strip was inserted into the port. As a result, the customer reported she experienced symptoms of hyperglycemia. The customer additionally reported she felt woozy and dropped a pot of soup which caused her a second degree burn on her left foot and left breast. The customer went to a health care facility where she reported being diagnosed with severe hyperglycemia, and the doctor changed her insulin intake. The customer was also reportedly treated with an analgesic medication and antibiotics (unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Manufacturer narrative:
Customer returned meter (B) (4) for investigation. The complaint was not confirmed. Meter powered on with button. Meter did power on with insertion of strips. Did not observe power issue with strip port. This is a final report.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.0 inr/2.3 inr, 4.0 inr/2.8 inr, 3.8 inr/2.9 inr, 4.5 inr/3.4 inr no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.